Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014, and the patient was reimplanted with another device during the same surgery. This report is filed january 22, 2015. Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed may 20, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains

Event description:
Per the clinic, the patient experienced intermittencies, however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, november 11, 2014.